Event description:
Complainant alleged, that while attempting to defibrillate a patient (age & gender unk) the device prompted a "low battery" message and the user replaced the batteries. Upon re-power of the device, the device prompted a "unit failed " message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.